Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter initially called to report that the insulin pump was squirting insulin during the manual prime. The daughter then reported that the customer was hospitalized for high blood glucose levels over 600 mg/dl. The customer had been experiencing high and low blood glucose levels for a month prior to the event. The customer had changed the infusion set and given herself a manual injection, but her blood glucose levels continued to elevate. Troubleshooting was performed and the time was one hour off. The daughter didn't have another infusion set with her to perform further troubleshooting. The daughter later called and was able to prime a new infusion set successfully. Nothing further was reported.